Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after receiving high voltage therapy. Device interrogation revealed the rv lead was oversensing atrial activity. An x-ray confirmed that the rv lead was dislodged. The physician elected to explant and replace the device. The patient was stable before, during and after the procedure.